Manufacturer narrative:
While no serious injury resulted in this event, calibration related issues in endo motors have led to file separation in the past. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Micromotor (B)(4) (when checking motor we found residues of liquids or oil) defective, replaced with (B)(4). The battery was replaced as a preventive measure. The housing has cracked in several places (presumably due to an impact) has no effect on the function. Contra-angle handpiece (B)(4) (2017), (B)(4) (2012) and foot control (B)(4) checked, without errors. Function test and test measurements without errors.

Event description:
In this event it was reported that a vdw.contra angle 6:1 from vdw. Gold reciproc device causes error code 2 on device. Customer has 3 different contra angles and they all causes error code 2. This is for the 3rd of three. No patient injury occurred.